Event description:
Loosening of the mrh prosthesis in the femoral area. Stem loosened from femur.

Manufacturer narrative:
An event regarding revision due to loosening involving a duracon stem component was reported. The event was not confirmed. Method & results product evaluation and results: visual inspection was performed as part of the material analysis report (mar). This inspection indicated that the tibial baseplate and 18mm x 80mm fluted stem were returned in the assembled condition. Bone cement was observed on the distal surface of the femoral component. Energy dispersive spectroscopy (eds) analysis was performed on the 18mm x 80mm fluted post. Eds showed that the reported component is consistent with its respective drawing. Dimensional and inspection were not performed as the product was returned damaged. Damage of the internal hex on both the 23mm x 80mm and the 18mm x 80mm fluted stems is consistent with implantation damage. Damage present on the articulating surface is consistent with burnishing, scratching, and third body indentations. Eds showed that each component is consistent with its respective drawing. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surface examined. Clinician review: a review of the provided medical record deemed insufficient by a clinical consultant indicated: provided x-rays confirm disassociation. Need operative reports, office/clinical reports, serial x-rays, and examination of the explanted components. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
An event regarding revision due to loosening involving a stem extender component was reported. The event was not confirmed. Method & results product evaluation and results: product not returned. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Loosening of the mrh prosthesis in the femoral area. Stem loosened from femur.